Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) had the customer perform a hard shutdown, followed by a boot-up a few minutes later. The issue was resolved, and all keys were working again. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, unexpected keys popped up during login and some keys were not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.